Event description:
Caller alleging discrepant inratio reading. (B)(6) 2013: lab 11.4, inratio 3.3, coagutest: 8.0. Time between lab and inratio testing less than one hour. Time between inratio and coagutest testing less than five minutes. Patient's therapeutic range unknown lab draw was taken first for regular screening. Patient then tested inr on inratio machine. Results discrepant with lab results. Patient took hemoglobin and hematocrit test to check for bleeding - all signs normal. Patient not given any medication or hospitalized - patient instructed to discontinue use of warfarin.

Manufacturer narrative:
Investigation pending.